Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in france, this case involved the implantation of a 26 mm sapien 3 ultra valve in the aortic position via a subclavian approach. The patient had experienced a cardiac arrest three days prior to the procedure, with an ejection fraction of 40%, and was unstable before the procedure. During the procedure, with the safari guidewire correctly positioned in the left ventricle, the patient experienced hemodynamic failure just before crossing the native valve, leading to cardiac arrest with ventricular tachycardia. Due to severe calcification of the native valve, it was impossible to implant the valve, which became deformed due to the maneuvers attempted to cross it. The decision was made to release the valve in the ascending aorta and remove the commander delivery system. A pre-dilation with a 20 mm balloon was performed before attempting to use a second valve. Unfortunately, the patient remained in cardiac arrest with electromechanical dissociation and passed away before the second valve could be inserted.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of crossing difficulty was unable to be confirmed due to the unavailability of imagery or medical records. In this case, available information suggests patient factors (calcification) likely contributed to the event as reported information indicated a "severe calcification of the native valve". Patient factors such as calcification may cause constrained sections of the anatomy that interfere with the passage of the delivery system and cause difficulty during tracking/crossing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (the patient went into cardiac arrest three days before the procedure) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.